Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical services and reported that he had gone to the emergency department and was admitted for peritonitis. Follow-up with the patient's nurse confirmed the admission for peritonitis. The patient was treated with vancomycin and ceftazidime and discharged on (B)(6) 2016. The peritonitis was likely due to constipation and the patient was re-trained on bowel hygiene. Medical records were requested.